Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Device passed the self test and the displacement test. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. Keypad anomaly troubleshooting was performed and unable confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.